Manufacturer narrative:
Eval of the returned product confirmed. The reported issue that the alarm did not power up when using new batteries or an external power supply. The unit powers up when using a 9v adapter, but the low battery function could not be tested. The unit passes all other functional tests. However, the flat contacts have battery leakage and exhibit corrosion. Also the unit battery door is missing. MFR ref file # (B)(4).

Event description:
Customer reported the alarm will not power on. The customer replaced the batteries with new supply and the alarm maybe missing the battery cover. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.